Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. The reported problem was visually confirmed, there is a cut in the cable 5'6" from the connector end. Although the reported problem was visually confirmed, a functional evaluation was performed and failed. The main body of the motor was uncomfortably hot to touch. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the drill and failure mode identified similar events. The most likely cause of this event is improper handling of the drill. Care and caution should be exercised during the surgical site setup and teardown to protect the device cable from sharp objects or from situations that pin the cable between two objects. Do not use excessive force on the device strain reliefs during the decontamination process to minimize separating the cable from the strain relief. Refer to the navio surgical system user's manual and the navio surgical system-instrument kit cleaning and sterilization guide for proper handling. No containment or corrective actions are recommended at this time.

Event description:
It was reported by sterile processing that the anspach drill cord has holes in it. No patient involved.